Manufacturer narrative:
The investigation into ventricle perforation has been completed. The impella device was not returned for evaluation. Based on the clinical details provided, the root cause of the ventricle perforation is most likely due to use as it was perforated while attempting to adjust the position of the device. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21723.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system and impella 5.5 with smartassist for use during section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant in japan reported that impella 5.5 pump was placed to support female patient admitted in for a high risk surgery for the a ventricular septal defect (vsd). The pump was placed and a left ventricular (lv) perforation was observed. The perforation was observed following pump repositioning. The patient survived and the surgical repair was done. The impella 5.5 was used for only 30 minutes of support, in addition to and ECMO and an intra-aortic balloon pump (iabp) support.